Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ blood collection needle the safety shield "popped" off. The following information was provided by the initial reporter: customer reports sm 368607 safety keeps popping off

Manufacturer narrative:
The following fields were updated with additional information: device available for eval? Yes. Returned to manufacturer on: 05-sep-2023. Bd received 10 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, the customer samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ blood collection needle the safety shield "popped" off. The following information was provided by the initial reporter: customer reports (B)(4) safety keeps popping off